Event description:
Found during test. According to the reporter, the device will not charge with standard paddles attached to device. There was not pt use associated with the reported incident.

Manufacturer narrative:
The hosp biomedical dept purchased and replaced the device's standard paddles and then said, they observed proper device operation through functional and performance testing. The device was returned to use in the hosp. Physio-control requested return of replaced paddles but the reporter stated they had been disposed of.